Manufacturer narrative:
D9: date returned to mfg; 3/26/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was not confirmed or replicated.

Manufacturer narrative:
E1: phone ext: 1475. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the failed the downstream occlusion test. There was unknown patient involvement.